Event description:
Dr performed low anterior colon resection. Device fired effectively during device. Suture came undone so a 2nd device was used and distal donut ring was found to be incomplete. The pt required a colostomy.